Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that almost 5 months after the dental implant was placed in the patient's mouth, the implant did not achieve osseointegration. The clinician noted the patient¿s pain, swelling and implant mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.